Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier is (B)(4) related to case with patient identifier cn-356609b

Event description:
It was reported the patient received the following results within 15 minutes: 249 mg/dl on guide meter and 115 mg/dl on aviva meter.